Event description:
Device report from depuy synthese reports an event in singapore as follows: it was reported that va-lcp-2-column drp2.4 volar le shaft 3h was used, but the screw were unable to lock into the ulna styloid hole(the most distal row, 1st hole on the right). The surgeon tried with 3 screws, all unable to lock into the hole. Eventually the hole was left empty without inserting any screw. Not able to locate lot number of the plate, the plate was implanted and not available for return. The 3 in/out screws used to lock into the hole were available for return if required. It was unknown if there was any surgical delay. It was unknown if the surgery was successfully completed or not. It was unknown if any fragments were generated. This complaint involves four (4) devices. This report is for one (1) va lockscr ø2.4 self-tap l18 tan this is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b. Additional pro-code: hrs d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: state: singapore e3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: device returned. H3, h4, h6: visual analysis of the returned sample revealed that there was no damage or defects with the va lockscr ø2.4 self-tap l18 tan. The device only presents signs of normal cosmetic wear consistent with implantation attempts, this does not impact in its functionality. A dimensional inspection was performed for the va lockscr ø2.4 self-tap l18 tan and met specifications. A functional test was unable to be performed since the mating device was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the va lockscr ø2.4 self-tap l18 tan was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.